Manufacturer narrative:
B5: updated. H10 h3, h6: one 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not available for evaluation. Due to unavailability, evaluation was limited. Instruction for use contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may unintentionally occur during user¿s removal of product from its packaging. Factors that might affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instructions for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that the fast-fix 360 curved ndl, t2 deploy prematurely. The malfunction happened during meniscal repair and it caused no delays. The malfunction was solved using a back up device.

Manufacturer narrative:
H10 h3,h6: the reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states ¿fast-fix 360 curved needle, t2 deployed prematurely". Visual assessment showed a bent delivery needle. Ts and sutures were not returned for evaluation. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿.

Event description:
It was reported that the fast-fix 360 curved ndl, t2 deploy prematurely. It is unknown what kind of procedure was being performed, the outcome of it. Delay or a further complications are unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.